Event description:
Product was returned as implant failure at 15 months. Based on the report, pt does not have any medical history, oral hygiene was described as moderate, and bone condition was described as moderate. Doctor also indicated that the implant was removed because of fixture mobility.